Event description:
It was reported by dealer that the wheel locks keep coming loose on the solara3g wheel chair. Dealer states they just replaced the wheel locks and the customer called in and stated the new ones came loose. This chair is in a facility. No injury reported. Dealer has not seen the chair, no other information available at this time. Dealer called tech to see if there is a known issue with the wheel locks.